Event description:
The device was returned for service. During service by baxter, cracked door hinges on both doors were found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported ¿alarm occlusion¿ during biomed testing.evaluation summary: a baxter service technician evaluated the pump and found cracked door hinges on both doors. The reported condition of occlusion was confirmed, caused by cracked door hinges. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.